Event description:
It was reported that prior to implanting the device, interrogation showed the device longevity estimate to be at only five months. In addition, lead impedance alerts and lead impedance trend data were previously recorded. The device was not implanted. No patient complications have been reported as a result of this event.